Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were trying to give bolus but buttons of insulin pump was not responding and stuck button alarm. The customer blood glucose level during the event was 300 mg/dl and stated that the auto mode feature was active. Customer was assisted with troubleshooting for stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.